Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data showed one cs 088 call service alarms had been emitted. During testing, the pump performed the ezprime steps with no call service alarms occurring. During a 24 hour duration exercise, the pump was unable to maintain prime. Further testing was not able to be continued due to the loss of prime issue. Unrelated to the complaint, the pump case was found to be cracked near the upper right corner of the display lens. Moisture corrosion was observed behind the display lens. A leak test was performed and a pump case leak was found. The pump case was removed and moisture corrosion was found throughout the inside of the pump the complaint of cs 088 call service alarm issue was shown in the pump history but was not able to be adequately investigated due to the loss of prime and moisture damage issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.